Manufacturer narrative:
It was reported that around 3 months after stent placement, (B)(4) and the fractured part of another stent was found migrated to the stomach and was removed. Through the attached photo, it is confirmed that the fractured part of the stent was removed, and there were foreign substances congealed on the fractured stent cell. It is hard to review suspected device's DHR, because the serial no. Was not checked. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. In addition, migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. The device was removed, but it was not returned, and it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the removed fractured part of the stent and foreign substances congealed on the fractured stent cell in the photo, it is assumed that the stent was fractured due the patient lesion's pressure, peristalses and foreign substances such as food and other elements complexly. After that, it is considered that the completely fractured part of the stent migrated into the stomach. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture, stent migration". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
2020/12/11: another stent ((B)(4)) was placed from right above the papilla coming out into stomach, however, as the stent length was not sufficient, (B)(4) was additionally placed on the stomach side (overlapping for 3cm). (B)(6) 2021: the other stent was found being fractured at superior duodenal angle where overlapping with (B)(4) through imaging. (B)(6) 2021: (B)(4) and fractured part of another stent, which were migrated into the stomach was removed. Another stent was placed to finish the procedure. Surgery or chemotherapy were not performed. Tumor progression in stomach was still found in endoscopic image. There were no patient complications as a result of this event. This case is linked to a previous reported case (MDR registration number: 3003902943-2021-00010). This stent fracture and stent migration case being reported was used on a stent that was previously reported for another case.